Event description:
In the past couple of months, our doctor has been having issues with mal-1002-1 misfiring when inserted into the eye for cataract surgeries. Two more of mal-1002-1 that misfired. There was no harm to any patient.